Event description:
Patient reports their device was explanted due to battery depletion after 73 months implant duration. Manufacturer representative reports the pump and the catheter were both explanted. The drug found in the pump were dilaudid, clonidine, and bupivicaine. No patient symptoms or outcome were reported. No device troubleshooting was reported. Additional information has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis reveals the catheter was in two pieces (distal and proximal). The distal piece had a small hole 9.8 cm from the distal tip.